Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism and the distal conductor, outer insulation breached cut. The full lead was returned for analysis.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The lead threshold was "only 1v so elected to replace". The lead was explanted and replaced. No patient complications were reported as a result of this event.